Event description:
Pt presented to appt for removal of port a cath due to treatment being completed. Upon removal port a cath noted to be an easy separation from port although locking mechanism appeared to be intact. Did not appear to be secured to port although was in place. Also, approx 10 cm proximal to port, there was a 1 cm laceration in the catheter. Port a cath saved for evaluation. Will submit a medwatch. FDA safety report ID# (B)(4).